Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding health professional. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the report issue occurred due to improper handling on the part of the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the reported complaint of "red light kept blinking, check the fluids" was not duplicated during activation. Olympus received only one plasma loop electrode component number w7109994, physical lot number 1100403970, which belonged to the correct model wa22607s as printed on the returned paperwork. It was noted that the hf cable was not returned with the electrode. A visual inspection of the received condition found the loop wire was broken, melted, and balled up on both sides. There is also a charred stain on the loop due to thermal damage. The fork tubes appeared to be bent inward. However, the white insulation shaft was straight, and its proximal end had no physical damage. The electrode was then checked with test equipment such as a generator (pk superpulse), a working element (wa22367a), and a test hf cable. The generator recognized the electrode and prompted a default setting of pk/turis, tp2/180, and des/100. It was observed that the broken loop would generate heat and was able to coagulate a piece of saline-soaked tissue when the coagulation mode or cutting mode was activated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the hf-resection electrode plasma loop was not working properly. The loop failed; the large red loop light kept blinking to check the fluids. This was one piece from the lot. The customer switched out the loop and finished the procedure. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the wire at the distal end of the device was melted. This report is to capture the reportable malfunction of the melted distal end wire noted at estimation.